Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, while performing an auto-capture test, there was a brief episode of noise and oversensing that resulted in temporary pacing inhibition. Technical support was contacted and determined that there was an egm display anomaly during the capture test. No intervention was performed to resolve the event. The patient was stable and will continue to be monitored.